Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre sensor. A customer reported that the low glucose alarm did not trigger during wear, and experienced loss of consciousness. The customer was treated with grape sugar and cola by third-party. Please note that the freestyle libre 1 system is not equipped with an alarm function, and therefore did not fail to meet its intended use. There was no report of death or permanent injury associated with this event.